Event description:
It was reported that the ilet user's caregiver sought clarification on meal announcements after the user began selecting ¿more than¿ for usual meals, which led to a subsequent low glucose event. The event involved user interaction with the meal announcement feature and relates to incorrect meal size announcement in relation to actual carbohydrate intake. Symptoms included hypoglycemia with a nadir of 39 mg/dl. Outcomes included minor injury of hypoglycemia resolved with oral glucose and no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the caregiver and the school nurse. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving meal size selection on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.